Event description:
It was reported that on (B)(6) 2008, the patient underwent stenting in the mid left anterior descending artery with one xience v stent. On (B)(6) 2012, the patient was admitted to the hospital with a fractured elbow and was found to have positive troponin levels indicative of a myocardial infarction (mi) in the absence of chest pain or other cardiac symptoms. The patient was treated with medication, but went into respiratory compromise and cardiac arrest. Resuscitative measures were unsuccessful and the patient expired on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of death and mi, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.